Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A talent bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized aaa.  Currently the diameter of the aorta at the renal artery measured 30mm, minimal angulation, vessel tortuosity and calcification were present. The length of the proximal aortic neck measured 14mm.  It was reported on the date of the CT , a type ia endoleak and migration were observed. Intervention was performed 14 days later where the plan was to implant and endurant cuff and endoanchors. During the intervention, an intraoperative angiogram confirmed a ia endoleak and it looked like the talent main body migrated about 1 cm distally. The physician placed an 36 endurant cuff landing at the lowest renal artery. Ballooning was then performed with a reliant balloon  followed by the implant of 6 evenly placed endoanchors at the proximal edge of the endurant cuff. The final angiogram showed the cuff in good position below the renal arteries and resolution of the endoleak. Per the physician the cause of the migration was neck dilation which led to the ia endoleak.  No additional clinical sequelae were provided and the patient is fine.